Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the 1st er320 clips overlapped when fired (double feed). A second device was opened and the clips fell out of the jaws.